Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy. Impedance measurements were taken and the range that was identified was 500-1700ohms but the rep noted that 0<(>&<)>2 >40000ohms. The rep also noted that the programming was only on 3<(>&<)>4 and only initially looked at the impedances against contact 0. There was a stimulation on/off sensation. This was considered a sudden change in therapy/symptoms. The patient had no falls or trauma and the issue started completely randomly. The patient has both adaptive stimulation (as) and non-as groups options and both are doing the same thing which was the stimulation turning on and off. The rep met with the patient and tried programming changes and electrode configuration changes and left thinking the issue was resolved but the patient contacted the rep and indicated that it was not resolved. An appointment was made for the patient to get an x-ray done. There was no further information. Event date: weekend of (B)(6) 2015.